Event description:
In 2009, allen medical was contacted by a representative from facility, with the report that a female, pt, sustained post-operative nerve damage following an obgyn procedure at the facility. Post-operatively, the pt reported to the surgeon that she had partial immobility and pain in her shoulders and arms. The pt is undergoing treatment for these conditions.

Manufacturer narrative:
The reporter accepted our paid return label for the purposes of allowing our engineer evaluate the shoulder supports. Despite repeat attempts, they have not yet been returned for evaluation.